Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not operating properly. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier (bio ID) was not operating properly. A field service engineer (fse) reinstalled biometric identifier drivers and escalated this case to technical support specialist (tss). There is no fix available currently pi 1390529. Good faith attempts were made to get the additional information regarding repair information. No responses received from the field service engineer. Additional information will be added to the record if and when the information is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was not operating properly. There were no adverse events or injuries reported based on this event.